Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found two ultra fast-fix laying on top of its packaging, no t2 is visible in the image of one of the devices because when approaching to visualize the needle the image is blurred. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected data: a1 (should be read in blank).

Event description:
It was reported that during a meniscus repair, t2 of two fast-fix failed to secure at the meniscus. T1 from both devices were removed from the patent by surgical instruments. The procedure was completed without delay using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).